Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387-28, lot# 0210069470, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3387-28, lot# 0210093856, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708695, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708695, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Additional emails: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the etiology of the previously reported event was related to the medical device and not related to the implant procedure. During the 3-month post-op, high electrode impedances were measured on contacts 8, 9, and 11 that were greater than 40,000 ohms on the left. Following a previous hospital admission on an unknown date, the patient was discharged in a good state of health on (B)(6) 2017. Additionally, at the patient's 6-month visit on (B)(6) 2017, the patient was admitted to a neurological ward, and a revision surgery was subsequently performed on (B)(6) 2017; the left electrode and tunneling material were replaced. The patient's admission status included slight dysarthria, mild hypomimia, and their saccade initiation was delayed horizontally and vertically without any pathologic nystagmus or facial defects. Following the eventless surgery, the patient's symptoms ameliorated so there was a possibility of hospital discharge on (B)(6) 2017. The event was considered resolved. No further complications were reported/anticipated. The patient's concomitant medication included pk-merz 100 mg 1-1-1 (08:00, 12:00, 16:00 o¿clock), sertraline 50 mg 1-0-0, canemes 1 mg 1-1-1, aktiferrin 1-0-1. Additional medical history included: difficulties doing housework due to over-movement, however, they were able to manage their daily routine independently, they were just slower. Depressive episodes were also noted while the patient was taking tetrabenazine, but it was confirmed that on (B)(6) 2016 (electrode implantation date) that the patient's mood was stable.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387-28, lot# 0210069470, implanted: (B)(6) 2016, product type: lead. Product ID: 3387-28, lot# 0210093856, implanted: (B)(6)2016, product type: lead. Product ID: 3708695, serial# (B)(4), product type: extension. Product ID: 3708695, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient came to the hospital as planned on (B)(6)2017. It was also confirmed that a revision surgery for the left electrode will occur on (B)(6)2017.

Manufacturer narrative:
The patient's date of birth is an estimation and is considered year valid as the patient's age was reported. Information references the main component of the system, other applicable components are: product ID: 3387-28, lot# 0210069470, implanted: (B)(6)2016, product type: lead. Product ID: 3387-28, lot# 0210093856, implanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Continuation of initial reporter's address: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for huntington's disease. It was reported that the patient had a fall on (B)(6) 2017 and hit their head and neck, but there were no external signs of injury. It was then stated that the effect of stimulation gradually decreased after the fall. During a 12-week post-op visit on (B)(6) 2017, a device interrogation was performed and high impedances of greater than 40,000 ohms on contacts 8, 9, and 11 were discovered; left electrode deficiencies were noted. An x-ray was performed on the patient's head, neck, and chest, but no disconnection was detected, however, the event severity was noted as being severe. There were no actions/interventions taken to resolve the event at the time of this report; the event remains ongoing. The patient's medical history included huntington's disease, iron deficiency ((B)(6) 2007 - ongoing), and intermittent depressive episodes (2004 - ongoing). The patient's concomitant medications included amantadine (100mg oral tablet / indication: dyskinesia / start date (B)(6) 2004), sertraline (50 mg oral tablet / indication: depressive episodes / start date: (B)(6) 2010), antifebrin (34,5 mg oral tablet / indication: iron deficiency / start date: (B)(6) 2007; end date: (B)(6) 2016), nabilone (1 mg cps / indication: cphs & psychiatric symptoms / start date: (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was implanted off label. Section d information references the main component of the system, other applicable components are: product ID 3708695, serial # (B)(4), product type extension; product ID 3708695, serial # (B)(4), product type extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the high impedances included the patient falling on a icy/slippery road and hitting their head and neck in (B)(6). After the fall, the patient stopped to experience a feeling of tension in the area of the extension cable; the contralateral chorea deteriorated. It was confirmed that the fall was not related to huntington's disease nor to the intervention, but based on the temporal relationship of the event, the fall was probably related to the electrode deficiency on the left. The hcp then clarified that the fall and the worsening of chorea after the fall were only reported during the regular 3-month visit. There were no abnormalities in the x-ray of the patient's head, neck, and thorax regarding the extension cables and other electronic devices. It was also reported that the actions/interventions taken to resolve the previously reported issue included switching from a double-monopolar to a pure monopolar stimulation on the single contact with normal impedances and switching off the dysfunctioning contact with the high impedances. With these procedures, there was an improvement of the motor syndrome. The health care provider (hcp) is also in regular telephone contact with the patient and it was discussed that if the case worsened, the patient would be re-admitted for a surgical revision. The patient's medical history was also clarified. The hcp stated that nabilone was given due to epms (extrapyramidal motor symptoms - chorea is such an epms) rather than "cphs." It was also noted that the chorea and mild psychiatric symptoms (depressive episodes, inner tension, and restlessness) were not related to the device as the patient experienced these symptoms prior to implant.